Event description:
Server abdominal cramping, weight gain, headaches, skin change, mood change, pain during intercourse, rashes off and on, heavy heavy bleeding, irregular periods, periods 3 times a month that lasted a week a piece, and back pain. (B)(4).